Event description:
Review of the device's logs revealed that the ventilator generated a technical error code indicating an open safety valve. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. The claimed issue was not reproduced during troubleshooting. According to received information, no part was replaced in regard to this technical error. The ventilator passed all functional and safety tests and was cleared for clinical use. Reported error indicates that the safety valve is detected as open without fulfilled opening conditions. A safety valve open alarm shall be triggered when a low level of the signal safety valve closed is detected for more than 8 sec and before 10 sec. The source of the technical error activation was not established, however no issue was found with ventilation itself.